Manufacturer narrative:
(B)(4). Date sent: 12/4/2017. Date of event: unknown. Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that the clips did not deploy correctly/scissored.